Manufacturer narrative:
B3 (date of event): (B)(6)2017 to (B)(6)2019. D4: possible rpn¿s: (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a patient developed a new pneumothorax after the placement of a cook wayne pneumothorax catheter. The patient had been diagnosed with cancer/malignancy and had developed a pleural effusion. The pleural effusion was diagnosed by x-ray. The fluid type was serous. The patient underwent a video-assisted thoracoscopic therapeutic wedge resection of right lung lobes. This was followed by the placement of a cook wayne pneumothorax catheter in the right lung apex via trocar technique. The patient's antithrombotic medication was not adjusted/suspended before the procedure. Imaging was not used for the device placement. The device was successfully placed in the desired location as confirmed by x-ray. The cook wayne pneumothorax catheter was initially attached to water seal and the initiation of drainage was successfully achieved. On the same day as the procedure, the patient developed a new pneumothorax. A new "pigtail catheter was placed to treat the pneumothorax. The cook wayne pneumothorax catheter remained indwelling for one day. It was removed as the patient required another intervention. The patient was discharged 2 days after hospital admission.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a patient developed a new pneumothorax after the placement of a cook wayne pneumothorax catheter. The patient had been diagnosed with cancer/malignancy and had developed a pleural effusion. The pleural effusion was diagnosed by x-ray. The fluid type was serous. The patient underwent a video-assisted thoracoscopic therapeutic wedge resection of right lung lobes. This was followed by the placement of a cook wayne pneumothorax catheter in the right lung apex via trocar technique. The patient's antithrombotic medication was not adjusted/suspended before the procedure. Imaging was not used for the device placement. The device was successfully placed in the desired location as confirmed by x-ray. The cook wayne pneumothorax catheter was initially attached to water seal and the initiation of drainage was successfully achieved. On the same day as the procedure, the patient developed a new pneumothorax. A new "pigtail catheter was placed to treat the pneumothorax. The cook wayne pneumothorax catheter remained indwelling for one day. It was removed as the patient required another intervention. The patient was discharged 2 days after hospital admission. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU) for device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. An expanded sales search for the customer was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] "wayne pneumothorax set for seldinger placement," provides instructions for the proper use of the set. Evidence gathered upon review of dmr, and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that this adverse event is related to the wedge resection procedure and unrelated to the device.